Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings:the keypad was found to be peeling at the contrast button. During testing, the contrast keypad button was found to be completely unresponsive; the up arrow button was intermittently unresponsive. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button required multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.